Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, a revision surgery was performed ¿due to dislocation¿ following a fall. It was communicated the requested documentation was not available for inclusion in the medical investigation. Reportedly, the root cause of the revision was the dislocation secondary to the fall. The patient impact beyond the dislocation and the subsequent revision could not be determined; however, reportedly the ¿devices were not defective¿. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a revision surgery was performed due to dislocation. The surgeon says the devices were not defective. No harm or injury reported on patient.